Manufacturer narrative:
Reported event of ¿probe fell off¿ is confirmed. The device is not being returned, but photographic evidence was provided that confirmed the reported problem. A device history record review found no abnormalities that would contribute to this reported event. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: the user is advised that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The clinical education supervisor reported on behalf of the us medical education lab that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a hip arthroscopy study on (B)(6) 2022 when it was reported, ¿the head of the rf probe fell off inside the cadaver specimen while in use.¿ this event was an occurrence that happened in conmed¿s education lab. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The clinical education supervisor reported on behalf of the us medical education lab that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, was being used during a hip arthroscopy study on (B)(6) 2022 when it was reported, ¿the head of the rf probe fell off inside the cadaver specimen while in use.¿ this event was an occurrence that happened in conmed¿s education lab. This report is being raised on the basis of malfunction with potential for injury upon re occurrence.